Manufacturer narrative:
The device sample was returned for eval. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the circuit disconnects after some use. The heat weld at the circuit to column adaptor does not hold and will slide off after put into use for some time. The device was not used during treatment. No pt injury reported.